Manufacturer narrative:
Additional information provided in section d.4 and d.9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. One opened knife was received for the report of knife could not cut. Sample was visually inspected and was found to be conforming. Functional penetration testing was then performed and found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally non-conforming; therefore the dull blade was confirmed; however, the sample was returned opened; therefore, the root cause for the customer complaint issue cannot be determined. An investigations has been initiated and manufacturing process enhancements have been implemented in order to improve the performance of the cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery, an ophthalmic cutting knife was not cutting. The surgery was completed after replacing the product with another one. There was no patient impact was reported.